Event description:
It was reported that the patient presented with withdrawal symptoms, a return of spasticity, and a pocket filled with cerebrospinal fluid. Upon exploration, it was found that the catheter had pulled through the strain relief sleeve of the connector and had disconnected. The patient had been hospitalized and required surgical intervention. The device system was used to deliver baclofen. Two days later, it was reported that the sutureless connector was removed and replaced without any other part of the catheter being changed. The surgeon felt that there may have been tension on the catheter/connector connection due to the catheter being very short. During the revision, a new catheter segment was used to provide more slack in the pocket. On the day of report, the patient was doing well with decreased spasticity. It was unknown what type of baclofen was previously used in the pump, though lioresal was used to fill the pump in the operating room. One week later, it was reported that the catheter disconnect occurred at the pump/catheter connection. It was indicated that the patient had recovered without sequela.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the catheter found a tear in the seal of the sc connector near the guide ring. (B)(4)